Event description:
On (B)(6) 2023 nalu became aware of a surgical procedure that took place on (B)(6) 2023. A nalu peripheral nerve stimulator system was fully explanted due to the patient need for an MRI prior to an unrelated surgical procedure. There are no complaints of system or component failure or medical conditions relating to the nalu product.